Event description:
It was reported that chemotherapy medicine leaked between the bd plastipak¿ syringe luer-lok¿ tip and closed system transfer device during use. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: one sealed bd 3ml syringe was received, confirmed to be from batch #9242840 (p/n (B)(4)). In addition to the syringe, a sealed packaged ¿spinning spiros closed male luer, red cap¿ from batch #4774701 (p/n (B)(6)) was also received. The bd syringe was visually evaluated. No visual manufacturing defects were observed. The syringe was tested for leakage at luer per procedure using a bd needle. No leakage was observed. The syringe was then connected to the provided mating device, which was in turn connected to a bd needle. The test was repeated. No leakage was observed during the test with the mating device between the syringe¿s luer and the device. The connection appeared to be secure and not leaking. Since the reported defect was not identified in the samples received, no corrective actions are required at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that chemotherapy medicine leaked between the bd plastipak¿ syringe luer-lok¿ tip and closed system transfer device during use. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below."

Manufacturer narrative:
Correction: the lot# has been updated. The following fields have been corrected: b.5. Describe event or problem: it was reported that chemotherapy medicine leaked between the bd plastipak¿ syringe luer-lok¿ tip and closed system transfer device during use. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below." D.2. Medical device lot#: 9242840. D.4. Medical device expiration date: 2024-07-31. H.4. Device manufacture date: 2019-08-30.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9164847. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-13. Medical device lot #: 9242839. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that chemotherapy medicine leaked between the bd plastipak¿ syringe luer-lok¿ tip and closed system transfer device during use. Lot#'s 9164847 and 9242839 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "the customer has explained that for the last six weeks that while preparing chemotherapy in the aseptic unit that chemo has leaked between bd syringes and the closed system transfer device used below."